Event description:
A malfunction code malf 9 was reported by the customer, with fault ID 9 ¿ 0x20f1, but no notable events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level. The customer contacted technical support, who provided information on how to reset the pump, and assisted in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred. The customer acknowledged and understood the guidance provided.